Manufacturer narrative:
The customer¿s report that the drip chamber was found to have brown contaminants was confirmed. Visual inspection of the set noted dark red/black specks on the drip chamber wall. Further inspection under magnification revealed that the marking were not on the inner wall surface of the drip chamber but embedded within the drip chamber material, and therefore not within the fluid path. Functional testing resulted in the drip chamber being shaken vigorously with the water contained within. The speck markings remained affixed in the same location on the drip chamber. The fluid was then allowed to flow through the set. It was observed that the marking remained affixed in the same location on the drip chamber. The root cause of the markings is directly related to the supplier molding process.

Event description:
It was reported that the drip chamber was found to have brown contaminants and it was unclear whether the contaminants are inside or outside. It was discovered upon opening the package, and it was not used on a patient. There was no significant delay in infusion therapy. Photo of the product was provided by the customer.

Manufacturer narrative:
Report source: regional professional practice coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the drip chamber was found to have brown contaminants and it was unclear whether the contaminants are inside or outside. It was discovered upon opening the package and it was not used on a patient. There was no significant delay in infusion therapy. Photo of the product was provided by the customer.